Event description:
The facility stated that the surgeon implanted a aa4203tf toric silicone lens. The lens haptic tore during insertion into the eye. The lens was removed. No patient injury. Patient condition/prognosis is good. The injector and cartridge model and lot numbers were not specified by the facility.